Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within the second year after implant, the atrial lead impedance has more than doubled. The lead remains implanted. No patient complications have been reported as a result of this event.